Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
An email was received regarding a chemoclave bag spike with additive port dry spike stating that there were small particles noted after using specific ch-72 vial spikes to compound busulfan and infusing it through the ch-12 adapter into the final bag. No patient involvement and harm.

Manufacturer narrative:
One used list #ch-12, chemoclave® bag spike with additive port dry spike connected to an unknown, busulfan (ndc 71288011610) 150ml bag were returned for evaluation. As received it was noted that the dry spike adaptor was not punctured and no debris, contaminations or anomalies floating inside the busulfan was noted either. The fluid path of the sample was filtered in attempt to identify any particulates or fibers, no anomalies were noted. A device history record review could not be conducted because no lot number was identified. The customer's complaint of particulate matter cannot be confirmed or replicated based in the physical sample returned by customer. D9 - date returned to MFR: 24feb2026.